Event description:
A 61-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On january 28, 2025, novocure was made aware that the patient experienced a skin reaction described as a sore on her scalp. The patient received a cortisone ointment and an unspecified oral antibiotic from the healthcare provider (hcp). Optune gio was temporarily discontinued. On (B)(6) 2025, a registered nurse from the prescriber's office confirmed that the patient was seen by a dermatologist and was prescribed topical creams. The patient was diagnosed with contact dermatitis which was likely related to the optune gio therapy array adhesive. The patient resumed optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the dermatitis contact cannot be ruled out. Dermatitis contact is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).